Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, and a replacement ilet with an improved touchscreen and protective case was arranged while the user was instructed to shut down the device to avoid further alerts and to return the original device. Symptoms included no change in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included review of the device condition as described and confirmation that data would not transfer to the replacement, requiring a standard startup process. Investigation of this device revealed physical damage to the touchscreen consistent with a broken display component, with no reported impact to therapy delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s touchscreen assembly unrelated to device malfunction.